Event description:
Product analysis on the generator was completed. Damage to the threads of the connector block and the set-screw were found. Wear to the socket was found indicated that numerous insertion attempts were made. Indentations on the bottom of the set-screw were found, which indicates that a lead pin was secured at one point. It was reported that the septum was not cored and showed damage underneath, indicating that the set-screw was extracted into the septum. Functional analysis was performed and the results for lead impedance and current delivered were normal for all diagnostic tests performed. The device performed according to the functional specifications during the final electrical test. No performance or adverse conditions were found with the generator. No anomalies were found with the returned torque screwdriver.

Event description:
It was reported that during the implantation surgery, the surgeon observed high impedance after attempting to tighten the generator's set-screw. It was stated that the set-screw never clicked upon tightening. The surgeon began to loosen the set-screw to re-attempt lead pin insertion and as he removed the torque screwdriver, the set-screw fell out of the generator. A new generator was implanted and there were no further issues observed during diagnostic testing with the new generator. The generator was received. However, analysis has not been completed to date. A review of the manufacturing records confirmed that the generator passed quality control inspection prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Date received by manufacturer, corrected data: follow-up report #01 inadvertently left the field blank instead of listing 04/25/2017.